Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.the customer informed the remote service engineer (rse) that the device was also failing the air flow accuracy test, would not complete the zero-flow calibration, and the outlet flow appeared low. The customer informed the rse that these issues were observed during the performance verification test (pvt). The customer informed the rse that the biomed had attempted to replace the blower assembly and this did not resolve the issue. The rse advised the customer that the issue was likely with the flow sensor assembly (fsa). The rse provided the customer with the part information for the fsa and the gas delivery system (gds). In a good faith effort (gfe) response from the customer received on 04mar2025, it was confirmed that a replacement gds had been ordered, delivered, and replaced. The issue was resolved, and the device was returned to use. The replaced gds was disposed of by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.